Event description:
Per medwatch mw5108305: patient reports that today, cadd ms3 pump (B)(4): terminates infusion at 1 ml remaining in cartridge, stops pump despite lubricating syringe prior to filling. Replacement cadd ms3 pump sent. No further details provided.